Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-1927bcf-3 5.5 mm biocomposite corkscrew had an issue. During a procedure on (B)(6) 2022, the surgeon drilled with 2.4 drill, upon testing anchor it released and did not hold. The white threaded material broke. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative stated the following via email: this event occurred during a quads tendon repair procedure. The device broke inside the patient, but all fragments were found. The case was completed with a different method, no additional information was provided. Additional information has been requested with regards to describing the different method in more detail and patient outcome to date. On (B)(6) 2022, the sales representative stated the following via phone: it was confirmed that the device broke due to user error at the facility. Another ar-1927bcf-3 5.5 mm biocomposite corkscrew, batch number unknown, was used to complete the procedure, no deviation from the intended procedure took place. The case was completed successfully with no delay and no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.